Event description:
Boston scientific received info that the pt this right atrial (ra) lead had been admitted for pacemaker mediated tachycardia (pmt) and a device check was performed. The eval revealed increased pacing thresholds, loss of capture and out of range pacing impedance measurements greater than 2,500 ohms. There was a stored episode with noise that resulted in three seconds of asystole for the pt. The pt underwent a revision procedure where the lead was determined to be fractured. The lead was surgically capped and abandoned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.